Event description:
It was reported that the fix tibial pins fractured during a rosa tka procedure. The tips broke while inserting the pins into the tibia. The broken tips were left inside the patient's bone, and a control x-ray was taken at the end of the surgical procedure. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information or product is available, we are unable to provide further information.

Manufacturer narrative:
(B)(4). G2: italy. Customer has indicated that the product will not be returned to zimmer biomet for investigation, the remaining pieces were discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: g3; h2; h4; h6. Review of pictures provided observed two of the three pins displayed with the end point broken. X-rays were reviewed by a health care professional. There are two fractured pin fragments within the tibia. Device history record (DHR) was reviewed, and no discrepancies were found. The root cause cannot be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information for the reported event.